Event description:
It was reported that (1) device was used during a laparoscopic tubal ligation. It was reported by the rep that the 511sd trocar was used by the surgeon. While inserting the trocar, the shield did not lockout. The obturator was removed and the case was proceeded without any further problems. There was no consequence to the pt.